Manufacturer narrative:
The reported events were dislodgement while slitting the catheter resulting in lead damage. As received, a complete lead was returned for analysis. The s-curve hump height was measured and was found to be within product specification. The reported event of lead damage was confirmed. A flush test was performed, and visual analysis noted saline was leaking at the proximal region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, the left ventricular (lv) lead dislodged while slitting the catheter resulting in visually confirmed lead damage. The lv lead was explanted and the device was programmed for a dual lead system. The patient was in stable condition.